Manufacturer narrative:
The insulin pump had intermittent escape button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and tube lip, cracked battery tube threads, and severe scratches on the display window.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 287 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.